Event description:
The event is reported as: the jaws of the applier remained blocked during closure. No patient injury reported. The user removed the applier with the clip into the jaws and used another applier. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up report will be submitted upon completion of the investigation.